Event description:
It was reported that when using the bd pyxis¿ es refrigerator user was unable to retrieve medication. The key was not returned on time, and an error message stating ¿kept in failed storage¿ was displayed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved after the customer performed a recovery of the storage space. The system functioned as intended after the customer resolved the issue.